Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up. Upon device interrogation, it was noted that the right atrial lead exhibited loss of capture, diminishing p-waving sensing, and low pacing impedance. The patient was scheduled for lead revision, where the physician believed that the lead insulation was inadvertently cut during a previous surgical procedure. The lead was capped and replace on (B)(6) 2022. There were no patient consequences.